Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement bolster gastrostomy tube was used during a gastrostomy replacement performed. The procedure date is unknown. Post procedure, when attempting to feed the patient, the internal bolster was detached from the tube. A spare tube in the hospital was placed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 03/01/2022 as no event date was reported. Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. One securi-t replacement bolster was returned. During product analysis, the internal bolster was not detached. Therefore, the reported complaint is not confirmed. In addition, it was observed that the securi-t anchor pocket of the internal bolster was punctured. The correct complaint device was returned. Based on the condition of the returned device, engineers determined that the problem observed could be possible that due to the technique used or to an excess of force at the time of using the obturator rod. It has caused the puncture of the anchor pocket of the internal bolster. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement bolster gastrostomy tube was used during a gastrostomy replacement performed. The procedure date is unknown. Post procedure, when attempting to feed the patient, the internal bolster was detached from the tube. A spare tube in the hospital was placed. There were no reported patient complications as a result of this event.